Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was unable to be primed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This lot was manufactured 08/11/2017 - 08/12/2017. The sample was received for evaluation. Visual inspection was performed. Pressure testing, and clear passage under water testing, and functional flow rate testing were performed. Functional testing failed due to the fluid is not passing through the valve. The inlet white part of the valve was observed trough the smart scope. A transparent brilliant layer is observed in the inlet white part of the valve that prevents the fluid from passing through the set. The reported condition was verified. The root cause of the reported condition is an inadequate solvent application due to damage in the (B)(4) machine spoons. The function of the spoons is to apply solvent to the tubing internal diameter so the tube and the inlet white part of the valve attach. If the spoons do not have the correct solvent quantity and excess of solvent could block the valve port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.